Event description:
The o.r. Director reported five (5) screwdrivers that were peel packed individually while going through sterilization, left a greasy substance on the inside of the package when opened up. The o.r. Staff does not feel they are sterile due to the greasy substance and feel they could be a potential problem. The sales consultant believes these were not involved in a surgery and that they are proactively being reported by the hospital. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records is not available as device is older than 14 years.

Event description:
This is 1 of 5 reports for the same event, complaint (B)(4).

Manufacturer narrative:
DHR not available as device is older than 14 years. According to (B)(4), the documents for instruments have to be stored for 10 years.

Manufacturer narrative:
Additional narrative: device MFR: 7/3/1998. The pd event evaluation determined that the design specifies approved material types and finishing specifications for the screwdrivers. The description noted in the complaint was not seen on the returned product, and could not be replicated. The device was used for treatment not diagnosis.